Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope the image did not display. It was found during equipment inspection. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dent on the insertion tube and damaged light guide adaptor. Based on the results of the investigation, it is likely the following led to the malfunction: image not displayed is caused by a component failure of the universal cable. Dent on the insertion is caused by a component failure of insertion tube. The damaged light guide adapter is caused by a component failure of the light guide adapter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.